Manufacturer narrative:
Pt info: per regulation (B)(6) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date of event is unknown/not provided. The best estimate date is between implantation on the 20th january 2022 and jun 9, 2022. Initial reporter's first name: unknown/not provided. Initial reporter's telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the surgeon was planning a bilateral explantation of tecnis synergy intraocular lenses (iols) in a patient scheduled in june. The patient complained blurred vision at all distances and no improvement with a visual acuity of 10/10 p2. Through follow-up, it was learned that the iol was successfully explanted in the patient's left eye and replaced with a monofocal lens. The patient is doing well post-operatively. The material was discarded afterwards. No other information was provided. This report captures the lens implanted in patients left eye. A separate report has been submitted for the right eye.